Event description:
It was reported that the patient passed away. The patient's implanted device was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The physician does not allege a device malfunction. The cause of the patient's death is not known. Further information was requested but not received.